Event description:
It was reported that the patient experienced dizziness and a feeling of pre-syncope due to slow heart rate, and that the patient was in complete heart block. The device could not be interrogated and was noted to be at eri (elective replacement indicator). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 lead implanted: (B)(6) 2009; 5076-52 lead implanted: (B)(6) 2009. (B)(4).